Event description:
It was reported that prior to starting a da vinci si surgical procedure the 8mm small grasping retractor instrument was noted to have exposed wires. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the of instrument with wires exposed was confirmed. Instrument was found with frayed pitch cable at the distal clevis hub. No damage was found at the clevis. The frayed segment was approximately 0.04 in length. There was no other cable damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.